Event description:
Report received indicated during advancement of the palmaz medium on powerflex plus stent delivery system (sds), the stent fell off into the sheath. In addition, there was a balloon rupture with an opta pro pta dilatation. A percutaneous transluminal angioplasty (pta) was being performed to the right femoral artery, with the "being" made on the same side. There was heavy calcification, no vessel tortuosity and rate of stenosis was 80%. A 7f short sheath was inserted and lesion was pre dilated. Subsequently the palmaz stent delivery system (sds) was advanced; however, during delivery, the stent fell off into the sheath. As the stent was inside the sheath, the sds/stent was removed with the sheath in one unit from the pt.

Manufacturer narrative:
Then as alternative a smart control sds was delivered. When the stent was about to deploy, the slider lever of handle could not be pulled and stopped moving. The physician quit deploying the stent and removed the sds. Attempts to deployed the stent outside the pt were made, however, failed. Therefore, another smart control was used to successfully treat the target lesion. Post dilatation followed with an opta; however, balloon ruptured at 6 atm. Another product (detail unk), was use to complete the procedure. There was no adverse consequence to the pt. This product will not be returned for eval and testing. A review of the device history records associated with this final lot r0707167 and subassembly lot 0307070065 presented no issues during the mfg process that can be related to the reported complaint, including stent retention values. Additional info will be sent within 30 days upon receipt.